Manufacturer narrative:
Additional information has been updated in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received that they had already received the dtc/ac power cord, and it charges the recharger, but the recharger won't charge up the implantable neurostimulator (ins). Patient was given a wireless recharger by their hcp because the recharger does not operate. Agent reviewed wireless recharger sound indicators. Patient wanted to get a handset to check the charging quality during the recharging session. Redirected the patient to the hcp.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their recharger might have completely died, and they noticed this that night before last night. Patient stated they had a neurologist appointment yesterday and they were provided a wireless recharger, but it did not come with a handset so they could not monitor the percentage of their implant while charging. Agent reviewed wireless recharger general function. Patient stated that the ac power supply cord had a slightly bent pin and the collar on the cord is broken loose. Agent reviewed that could be the reason the recharger was not charging. A request was sent to repair to replace the ac power cord.

Manufacturer narrative:
Additional information has been captured in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from hcp that replacement device resolved implant charging issues.

Manufacturer narrative:
Analysis of the desktop charger 37761 (serial #:(B)(6) revealed that they scrapped due to frayed cord and damaged connector/cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.